Event description:
Medtronic representative reported a call from the site reporting an inaccuracy with the o-arm / stealthstation s7 system. No impact on pt outcome.

Manufacturer narrative:
Pt information was not available. A hospital representative reported that the doctor had not reported an incident on that date with any medtronic product and therefore, there was no record of pt information for this issue. The system was evaluated at the site. The system was fully functional and the system checkout showed no anomalies. The camera component was also returned and passed performance testing. The reported issue was not able to be duplicated by medtronic personnel.